Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided due, the battery gauge fluctuating resulting in pump shutting down. Customer addressed bg level via correction injection. The customer continued to use the pump for insulin therapy.